Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'displayed pic 110 errors' was not reproduced. A review of the event history log (ehl) revealed occurrences of 'ec110' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the I/o board. The I/o board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed pic 110 errors during vasopressor therapy (dose, programmed amount and delivery rate unknown). The line was clamped and removed from pump and a new pump was programmed. No additional information is available.